Event description:
Procedure type: laparoscopic excision of lesion of the uterus. According to the reporter: when the package was opened, it was noticed that the tip of shaft was broken. Another device was opened and used to complete the procedure. The pt was not involved. Operative time was not extended.

Manufacturer narrative:
(B)(4).